Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The same day, the pt was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the pt was treated with injection cilanem 250 mg ip twice daily (doses not reported) and injection mipenem 250 mg ip twice daily (doses not reported) for peritonitis. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.